Event description:
It was reported patient presented for follow up after receiving a vibratory alert for oversensed noise. Noise was not reproduced with movement and manipulation of the device. It was not possible to determine the root cause of the oversensing and noise. The notifier was turned on in the case of another alert for noise should be triggered. The patient was seen for a subsequent follow-up visit, and there have been no further alerts or problems. The physician noted that everything was working appropriately. Normal follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.